Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a benign tumor during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, upon removing the delivery system, the tip fell off the delivery system. Subsequently, the tip was retrieved with a net. The procedure was completed with this device. There were no patient complications reported as a result of this event. Reportedly, on an unknown date, a few days post-stent placement, the patient passed away. The healthcare professional reported that the patient was very ill and did not believe the wallflex enteral stent was related to the death. Additionally, the patient was incredibly ill and on a balloon pump for their heart. Note: it was reported that the wallflex esophageal fully covered stent was implanted to treat a benign tumor. However, per the wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated for the treatment of benign tumors.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code captures the reportable event of tip detachment of device or device component.